Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 39 mg/dl. Customer treated their low blood glucose with food. Customer declined to troubleshoot the insulin pump and advised the settings were changed recently which may have resulted in low blood glucose levels. Customer was advised on how to properly calibrate their sensor and to monitor the insulin pump.